Manufacturer narrative:
This device is used for treatment, not diagnosis. Catalog #: a partial catalog number was provided belonging to the 04.005.5xx part family. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number and a complete catalog number was not provided.

Event description:
Patient implanted with a retrograde femoral nail, screws and end cap on an unknown date. Patient underwent hardware removal on (B)(6) 2013 as a result of a knee pain diagnosis. An arthroscopic procedure was performed after the removal. Fracture healed. This is 3 of 3 reports for the same event, (B)(4).